Manufacturer narrative:
It is unk as to which 4 of the 6 screws were removed. The 4 screws that were removed would have been either catalog #04.632.630, 04.632.635 or 04.632.740. Lot number is unk. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Surgeon implanted 6 screws, 6 locking caps and 2 rods on (B)(6) 2011. Two days postop, on (B)(6) 2011, surgeon decided to revise pt and reposition original placement of the screws due to malposition. During repositioning of the hardware, surgeon experienced difficulty removing 4 of the 6 locking caps. The rods were cut and 4 screws and 4 locking caps were removed with vice grips. Surgeon was able to remove the other 2 locking caps and 2 screws remain in the pt. Surgeon implanted 4 new screws and 6 new locking caps. This is the 2nd of 4 reports submitted on this event.